Event description:
This case reported by a health care professional, concerns a male patient with a history of chronic graft versus host disease (gvhd). In 2006, during an extracorporeal photopheresis (ecp) treatment and in the drawing phase of cycle 1, the centrifuge bowl (size 125cc) exploded accompanied by a lot of noise. Most of the blood leaked from the top of the bowl and went into the drain bag. The patient lost about 100 cc of blood. No medical intervention was performed and the patient remained stable. The treatment schedule for this patient was once every four weeks, and the patient had previously undergone thirty-seven ecp treatments. The blood alarm was triggered as well as an error code. A few drops of blood were noted around the top of the bowl. As blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions. A follow-up notification has also been sent to user facilities regarding replacement of existing kit inventories for affected lots.

Manufacturer narrative:
Device was not returned for evaluation. Investigation description: the centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.